Event description:
On october 31st, 2023, fujifilm healthcare americas corporation was informed of an event involving eg-760r. . It was reported that the scope has a buckle or gouge in the distal working channel. There is also a leak in the working channel discovered upon insepction. A second air leak test was performed and the damage was confirmed on the borescope inspection. The damage to the working channel was suspected during a balloon dialation. The md could not get the balloon to advance out of the distal tip of the scope. Another scope and another balloon had to be retrieved as the balloon got bent up in the damaged scope. The patient spent more time under anesthesia as another scope had to be retrieved and another balloon had to be opened and prepped in another room. Due to extend time under anesthesia, the report is being submitted in an abundance of caution. No other additional information was provided.